Event description:
3ml medication syringe noted to be leaking at the maxzero connection. A leak was also noted on night shift, they changed the medline and this morning when the next dose of medication was due it was leaking again. With further investigation it was found that the 3ml syringe was not sealing properly. This is a new problem with a re-branded bd syringe.